Event description:
It was reported that the patient was being referred for a battery replacement due to low battery. The patient later reported that they felt a major painful vibration in his chest when he woke up. The painful vibration was indicated to be only once in a while before he goes to sleep. He stated that his device is also programmed to go off every minute but now he only feels it every 20 minutes. He indicated that his device is being replaced due to low battery and appeared to indicated that the events of the painful vibration and decrease in perception of stimulation were due to the low battery. During follow-up with the office of the physician it was indicated by the nurse practitioner the patient was seen and informed them to place the magnet over the generator if needed but no other intervention was indicated to be taken. Last known settings and diagnostics were not available. Information was later received from the patient that the battery is low and the patient is beginning to have an increase in seizures that are not above pre-vns baseline (likely at or below) and is having insomnia. It was reported by the sales rep that while checking the patient¿s device, it was found to have high impedance. When the patient¿s battery was previously checked the battery was low but diagnostics were indicated to be ok. The device was turned off and was clarified that it was done so since the battery was low and the battery was working hard to deliver stimulation. There has been no reported trauma recently and will be information the surgeon to determine what the plan is moving forward. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No surgical intervention has been reported to have occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Event description ¿ correction ¿ inadvertently did not include in supplemental MDR #01 that system diagnostics had been performed using a new programming system. (B)(4).

Event description:
Information was received confirming that the patient's device was checked with a new programming system to perform system diagnostics which showed high impedance, therefore was a true high impedance reading. Implant card was late received indicating the patient received a prophylactic battery replacement. The facility the replacement took place is a known site to not return explants, and discards them after surgery, therefore product return is not available. During follow-up with the or support specialist, it was indicated that impedance during pre-op and in the or were within normal limits, therefore lead was not replaced. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient began having an increase in seizures after the device was turned off due to high impedance. The increase in seizures would be expected as the patient is not receiving any therapy. Response was received from the physician's office indicating the cause of the increase in seizures was due to low battery. The cause of the insomnia in relation to vns was indicated to be not applicable and indicated not applicable when asked if other factors could contribute to the increase in seizures and low battery. Given not applicable was noted for the reported insomnia, it will be assumed at this time that it means not related to vns.